Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pauses in pacing and the patient had near-syncopal episodes as a result. A revision procedure was subsequently performed where the lead was surgically capped and replaced. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead had a partial, positional fracture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.